Event description:
I was receiving the synvisc injections, series of three. After the second injection, I had a severe headache and diarrhea which I did not associate with the shot. Five days after the third injection, my knee swelled to twice the normal size. I had to have my knee drained by my orthopaedic surgeon. Eight days after the 3rd injection, my heart was racing and my blood pressure spiked. I had to be treated at my local emergency room. Dates of use: (B)(6) 2013. Diagnosis or reason for use: to cushion the arthritis area of my right knee.